Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This is not reportable because there is no impact on insulin delivery function, no delay in treatment, and no indication of power failure. The owner's booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner's booklet further instructs the user to contact animas if pump damage is suspected or has been identified.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/03/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and contained moisture. The pump was opened and there was no moisture corrosion found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The correct date of evaluation by product analysis is 8/02/2017.